Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath, after a diagnostic procedure. Reportedly, during removal of the proglide device resistance was felt and the device appeared stuck in the vessel. The rail suture was released and the device backed down and rotated slightly and another attempt was made to remove the device. Two additional attempts were made to back down, rotate and remove the device, but was unsuccessful. The cardiologist supported the surrounding tissue of the puncture site and pulled the proglide device out of the vessel. Manual arterial compression was done. A large fist size hematoma appeared within four minutes of the device being removed. A pain relief medication was given for discomfort. Manual arterial compression was maintained for fifteen minutes. The hematoma became soft and reduced in size and hemostasis was achieved. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty removing the closure device could not be confirmed as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulty. The reported patient effect is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.